Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 30 mmol/l and symptoms suggestive of hyperglycemia of polydipsia, polyuria, large urinary ketones, blurred vision, abdominal pain, nausea, dizziness and confusion. The patient was reportedly treated at the hospital emergency department with insulin via injection. Troubleshooting of the insulin pump by animas customer support revealed the totals in the total daily dose did not match; variation due to an unknown cause. Additionally, the bolus totals did not match by at >5% difference; this was found to be caused by the prime menu being accessed and the customer made changes to the basal program. This complaint is being reported because the patient allegedly experienced serious injury treated by health care provider(s) while on insulin pump therapy associated with the allegation of inaccurate delivery of insulin to the patient by the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: review of the black box data revealed a power on reset event recorded on (B)(6) 2016 at 16:39; deliveries resumed at 16:48. On (B)(6) 2016 at 17:24 there was a recorded power on rest event; deliveries resumed at 17:29. On (B)(6) 2016 at 18:06 a power on reset event was recorded; when the pump was powered back on the time/date was set to (B)(6) 2011 18:05 then it was manually changed to (B)(6) 2016 18:52. Four loss of prime due to pump not primed were recorded. The bolus total dose delivered history recorded 0.00 for this time since no basal or bolus deliveries were made. The pump was powered off at 19:19; deliveries resumed at (B)(6) 2016 21:15. On (B)(6) 2016 at 21:33 a power on reset was recorded and deliveries never resumed. Bolus totals from (B)(6) 2016 to (B)(6) 2016 were calculated. Total bolus delivery calculations on each day match the tdd bolus history. On investigation, a normal (B)(4)-unit bolus and a (B)(4)-unit audio bolus was performed. Both were fully delivered and accurately recorded in the pump history. No hypersensitive keys were observed. The total daily doses correctly showed (B)(4) units for boluses. Pump was exercised for 24 hours on a (B)(4) unit/hour basal rate; at end testing the basal history correctly showed (B)(4) units and the total daily dose showed (B)(4) units. The total daily doses added up correctly to reflect the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No errors, alarms or warnings occurred during testing. Investigation did not confirm the complaint of pumps bolus totals calculating a >(B)(6) discrepancy during testing. The pump was found to be operating as intended without malfunction.